Event description:
It was reported that a user experienced hypoglycemia on the first day of ilet use while out of home, observing glucose trending down to 57 mg/dl and self-treating with a regular soda, after which glucose returned to range. Symptoms included low blood glucose. Outcomes included self-management with carbohydrate intake and recovery without medical intervention or hospitalization. Investigation included troubleshooting and user education provided by support. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event was consistent with low glucose during initial adaptation while the system learns, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.